Event description:
Boston scientific crm received information that this device and lead system, which was implanted in the abdomen, was exhibiting electrogram noise on all 3-channels. The appearance of electrogram noise did not appear on all 3-channels simultaneously. The noise was associated with oversensing and right atrial (ra) pacing inhibition. The measured pacing impedance measurements were normal. The local representative had been notified of these clinical observations but could only identify electrogram noise on the right ventricular (rv) channel electrogram. The rv electrogram noise was associated with oversensing and delivery of antitachycardia pacing (atp). The clinical observations were reproducible. There has been no out-of-range (oor) impedance measurements recorded. Technical services reviewed latitude's latest send data upload and identified electrogram noise on the ra channel during an atrial tachycardia response (atr) episode. Technical services received information that this patient had not developed atrial fibrillation (af). The patient was presented to the electrophysiology (ep) laboratory. The local representative clarified that there was pacing inhibition on the rv channel and the rv pacing impedance was less than 200 ohms. The chronic device and lead system were explanted from the abdominal pocket and will not be returned for analysis. A replacement device and lead system were implanted pectorally.

Manufacturer narrative:
There were no adverse events reported.